Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that surgeon revised patient's right hip because the trunnion on the accolade tmzf stem eroded away. Acetabular components were well fixed but surgeon did revise the poly liner.